Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to the blue screen. A110201: applicable to issue occurring during bootup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while booting up the system, the system displayed a blue screen and did not progress beyond the ubuntu screen. The system required booting in safe mode to load the application. The same behavior was observed when the system was moved from a power strip to a regular wall outlet. Construction was reported to be occurring in the building at the time. Technical services and the onsite representative agreed to monitor the situation for recurrence. There was no patient involved.

Manufacturer narrative:
D10: concomitant product: product ID: 9736228, lot #: -, ubd: unknown, UDI#: unknown h2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the probable cause of the i9ssue was inadequate power.